Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens had to be explanted two days following a cataract extraction and intraocular lens (iol) implant surgery because of a defective haptic. The iol seemed to be correct before implantation. There was no complication during implantation. One day after implantation it was found that haptic was released (not broken) and it did not keep the iol in the correct position. The defective haptic was broken during the explantation. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; iol returned in two pieces (cut) in the iol case. The iol is immersed in solution. One haptic is broken/torn and returned. While manufacturer was unable to determine the origin of this damage, manufacturer´s observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process as per report description, "the iol seemed to be ok before implantation." Although, the reported complaint was lacking in relevant information such as associated products used, the reported complaint was most likely caused by the customer during the loading and/or the attempted delivery. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).